Event description:
The customer reported to beckman coulter (bec) that their unicel dxc 800 synchron system leaked at the reagent probe collar wash, observed while the customer performed routine customer assigned maintenance. Quality control results, prior to and after discovery of the leak, were acceptable. No erroneous patient results were generated and there was no change or effect to patient treatment associated with this event. The operator wore a lab coat and gloves while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from the reagent probes. The fse assigned the cause to the a/b valve and replaced the valve to correct the leak. The valve was tested by beckman coulter, however, the problem could not be reproduced and valve failure could not be confirmed. (B)(4).